Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed several troubleshooting procedures. The instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect (B)(6) did not identify any trends associated with the complaint issue. A review of historical data did not identify any non-conformances or potential non-conformances associated with the instrument. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect (B)(6) for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c16000 for multiple patients however results were only provided for one. Results provided as follows (customer¿s reference range 0.4-1.0 mmol/l): sample ID (B)(6), (B)(6) 2022 initial result 1.2 mmol/l; repeat result on different analyzer 0.46 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.